Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 271 mg/dl. During troubleshooting with tandem technical support, a new cartridge was loaded and the pump performed as intended. Reportedly, customer wore the pump against the skin. The customer reverted to manual injections for insulin therapy.